Event description:
The medical team in japan had an impella cp support ongoing for an elderly patient admitted in ami. The patient was additionally supported by ECMO. On day 6 of the support the patient was diagnosed as suffering from a cerebral infarct. The infarct took place during the impella support. The family made the choice to withdraw care on following day and the patient expired.

Manufacturer narrative:
The medical team discarded the impella pump. No analysis to root cause is possible. The medical team in japan furnished no further clinical details. Should more information be shared, that lead to root cause, a final report will follow.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2022-01729 was provided.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.